Event description:
A report was received that a patient was experiencing inadequate stimulation. A bsn sales representative met with the patient and saw multiple high impedances on one of the leads. The patient's physician took an x ray which determined that the leads are fractured. The patient was reprogrammed successfully and will not undergo a surgery to replace the fractured leads.

Manufacturer narrative:
Additional suspect medical device components involved: model #: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.